Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that on (B)(6) 2011 the patient obtained a blood glucose reading of 540 mg/dl after "eating a lot." The patient also noted he had obtained elevated blood glucose readings ranging from 200 mg/dl to 300 mg/dl for the past few weeks. The patient did not experience any symptoms of high or low blood glucose levels and denied seeking any medical attention or treatment. The patient reported he was eating large meals, not counting his carbohydrates correctly, eating extra carbohydrates and is "glucose intolerant." It was not possible to troubleshoot the pump at the time of the initial telephone call with customer support. Customer support made several attempts to call the patient to continue troubleshooting the pump, however was unable to reach him by telephone. The patient's technique was incorrect by eating large meals and incorrectly counting carbohydrates. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, and it was not possible to troubleshoot the pump to determine if it was functioning appropriately, this complaint is being reported.